Manufacturer narrative:
Additional information: d4: unique identifier number: (B)(4). Claim #(B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon reported a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+3.0/093 (sphere/cylinder/axis) was missing the lens positioning markings. The lens was implanted on (B)(6) 2022 and at one day post-op, showed good visual acuity (the patient sees 1.0). The lens remained implanted. Additional information has been requested but none has been forthcoming.